Manufacturer narrative:
The picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the biosense webster inc. (Bwi) product analysis lab, the evaluation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter. It was reported that before the operation, when opening the carton and the package, it was found that the spine of the catheter had been broken. A second device was used to complete the operation. There was no adverse event reported on patient.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter. It was reported that before the operation, when opening the carton and the package, it was found that the spine of the catheter had been broken. A second device was used to complete the operation. There was no adverse event reported on patient. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and electronically erasable programmable read only memory (eeprom) verification of the returned device was performed in accordance with bwi procedures. Visual analysis of the returned device revealed that the distal end of the spline d was detached including the first and second electrode of the spline and not returned for the investigation. The detachment area was observed under the microscope, and it was noticed that the damage zone was not uniform. This would indicate that it was not cut but ripped off. Additionally, a metallic internal component was observed piercing through the spline. This would indicate that the internal components inside the spline were pulled due to an external force along with the third electrode of the spline d, which was observed hanging off close to the damaged area. A memory verification of the device was performed, and it was found that the device was connected to the carto 3 system the morning of 08-apr-2024. A manufacturing record evaluation was performed for the finished device 31230353l, and no internal action was found during the review. The tip separation issue reported by the customer was confirmed based on the condition of the returned device and the pictures provided by the customer. The potential cause of the spline damage could be related to the manipulation of the device during the preparation of the procedure since there was evidence that the device was used and connected to carto 3; however, this could not be conclusively determined. The instructions for use instruct to: do not introduce the catheter into a guiding sheath with the catheter¿s distal spines folded backward toward the handle. Collapse the spines together using the insertion tube prior to insertion. The catheter is recommended for use with an 8 f guiding sheath because the distal spines may be damaged if used with a sheath that is not compatible. Do not use the catheter in conjunction with transseptal sheaths featuring side holes larger than 1.25 mm in diameter. Do not use excessive force to advance or withdraw the catheter through the guiding sheath when resistance is encountered. Prior to removing or repositioning the catheter, use direct imaging guidance such as fluoroscopy or ultrasound to confirm that the spine assembly is not entangled with another catheter or with an anatomical structure. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).